Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date and topical skin adhesive was used. During closure the physician assistant cracked adhesive to be used and glass poked through and cut him. The pa was bleeding and had to rescrub to finish closure. Procedure was completed with a delay of 5 minutes. No patient harm was reported. Device is not returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: if yes, number of minutes: --> <5, action taken when event occurred? --> rescrubbed , was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, this happened on one case. During the subsequent cases, he used a hemostat to crack vial without issue. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? Injury was cleaned and pa rescrubbed ¿ was medical or surgical intervention required? No ¿ was there any special diagnostic test performed? No ¿ what is the status of the surgeon injury today? No lingering consequences ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown ¿ was the ampoule crushed repeatedly? Unknown ¿ can you identify the lot number of the product that was used? Unknown lot (boxes are opened and mixed in) no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.